Event description:
In 2008, it was reported that a procedure using a hemostatic clipping device occurred. According to the complainant, the hemostatic clip remained blocked in the sheath and could not deploy. No pt complications were reported as a result of this event and the pt's condition was reported as "ok".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints for the same lot number. The 2008, hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend noted.